Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: date of event has been estimated. Date of angiogram has been estimated. The device was returned for analysis and a kink and a shaft separation were noted. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances. Additionally, a review of the complaint history identified no other incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that something happened with a 3.0x28mm xience xpedition rx stent delivery system (sds). Return device revealed that the hypotube had a separation 21cm distal to the strain relief tubing. No additional information was provided.